Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17235295m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4). Product name: lasso® nav eco variable catheter, us catalog #: d134301, lot #: 17248471l. Product name: thermocool® sf nav bi-directional catheter, us catalog #: bni35fjct, lot #: 17147561l. Non-bwi product used: acunav (10135936, 1872281). (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade which was confirmed by transthoracic echo. The event required pericardiocentesis, removing 280 cc of fluid and overnight observation in intensive care unit. The patient's medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is patient's anatomy and poor visualization of septum prior to transseptal puncture. Settings during the event include: irrigation flow at 17 ml/min, power under 30 watts, activated clotting time in therapeutic ranges of over 300 seconds as well as a bard needle used.